Manufacturer narrative:
(B)(4). Concomitant medical products: 163652, 22.2mm dia cocr mod hd -5 nk, 386610, 106042, ran/bur rnglc shl 42mm sz 20, 186280, x11-180311, bi-metric/x por nc lat 11x135, 122930, 103531, ti low profile screw 6.5x20mm, 406540, 103531, ti low profile screw 6.5x20mm, 216950. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown date due to unknown reasons. No further information has been provided.